Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) was not deflating. After explanting it was observed, the left side inner layer of prosthesis had torn. Cylinders and pump were removed and replaced, a washout was performed and the original reservoir on patient right side was cut and remains implanted. There were no patient complications reported.